Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned loading unit noted that the channel connectors of the loading unit were bent /deflected away from the inside channel wall of the loading unit. Functionally the loaded unit was able to communicate with the representative handle but was unable to recognize a new staple cartridge. Records from each manu facturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The observed condition of the bent channel connectors of the loading unit may be replicated during inadequate / unsuccessful loading attempts. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic gastric bypass, the device was unable to fire. The patient was alive with no injury.